Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information after removal for cremation. Information identified in the manufacturer's data base indicated the patient died approximately three months post implant of the ipg system approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.